Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring greater than 135 ohms on this right ventricular (rv) channel along with high thresholds. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.